Event description:
Patient was revised due to pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of complaint database did not reveal any other reports for the reported lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be rec'd, the complaint will be reopened. Depuy considers the investigation closed.